Event description:
The facility reports the resident was in the bathroom. She was in a half-way reclined position when the caretaker noticed the lift (the section where the head rests) was tilted to the downward position of the resident. The resident started rolling off the lift and then hit the floor. The handle was in the down position when this occurred, but the resident pushed it forward while rolling off the lift. The resident sustained a broken nose and lacerations to the forehead. Extensive x-rays were taken as well as a CT scan of the head. No treatment was given for the broken nose; no stitching for the lacerations (band-aids only).